Event description:
It was reported that the device was used during a laparoscopic bypass roux-en-y, the hand piece is non-functional. Another handpiece was used to complete case. No pt consequence.

Manufacturer narrative:
Results: broken stud. Eval summary: the analysis results confirmed that the hand piece was returned with the 4-40 stud broken. No testing could be performed due to the returned condition.